Event description:
Valiant navion stent grafts were implanted during the tevar of a thoracic dissection procedure. A tar+et procedure had previously been completed. It was reported approximately 2 years post the index procedure, follow-up CT identified a type iiib endoleak seen on the lesser curv ature of the distal archaecus. The physician also suspects some areas of the tortuous descending area that there is possible stent ring enlargement in vnmc4040c218tjv29560013. No cause of the type iiib has been provided.  No additional clinical sequalae was provided and the patient will be monitored.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: v nmc4040c218tj, serial/lot #: (B)(4), ubd: 01-sep-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5; additional information received: core lab review of CT imaging identified a type iiib endoleak in (B)(6). No stent fracture was observed. Stent ring enlargement of +1.7mm was observed in (B)(6). No aortic enlargement was observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5; additional information received : it was reported that after reviewing the patient's history, it was confirmed that there was no history of tar + et dissection for the ascending aneurysm, as initially reported. It was also confirmed that the type iiib endoleak was identified in the device model vnmf3434c229tj (sn (B)(6)). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5: additional information received : corelab review of CT scans from approximately 47 months post-index procedure identified a new stent ring enlargement of +2mm in ring 5 in vnmf3434c229tj (sn (B)(6) ). No stent ring displacement or aortic enlargement was noted. The maximum aortic diameter was 62.3mm. The image notes as not assessable for endoleak and not evaluable for fracture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received: corelab have reviewed imaging dated 53 months post the index procedure. Persistent stent ring enlargement of + 2.6mm on ring 5 of stent graft (B)(6) was reported. A new stent ring enlargement of +1.9mm on ring 6 of (B)(6) was also observed. No stent ring migration was noted. The maximum aortic diameter measured 61.6mm. No aortic enlargement was seen. Fractures were not examinable due to device overlaps but no apparent fractures were observed on the structs with stent ring enlargements. Endoleak were not applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received 5; corelab review of CT imaging from approximately 5 years and 2 months post index procedure identified persistent stent ring enlargement of +2.4mm in ring 5 of vnmf3434c229tj ((B)(6) ). A persistent stent ring enlargement of +1.1 in ring 6 of vnmc4040c218tj ((B)(6) ) was also identified. No stent ring migration or aortic enlargement was observed. The maximum aortic diameter was 61.2mm. It was noted that cts were not assessable for endoleak and not examinable for fractures due to device overlaps. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.